Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys tsh assay (tsh) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. (B)(6). Refer to the attachment for all patient data. The sample was initially tested at the customer site on an e602 analyzer. The sample was sent to another laboratory for testing on a siemens centaur analyzer. The sample was also provided for investigation, where it was tested on a second e602 analyzer, a cobas e 411 immunoassay analyzer (e411), and a cobas 8000 e 801 module (e801). It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged to have occurred with the patient. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The e602 analyzer used for investigation was (B)(4). Ft3 reagent lot number 257857, with an expiration date of 31-jul-2018 was used on this analyzer. The e411 analyzer used for investigation was (B)(4). Ft3 reagent lot number 257857, with an expiration date of 31-jul-2018 was used on this analyzer. The e801 analyzer used for investigation was (B)(4). Ft3 reagent lot number 226810, with an expiration date of 30-jun-2018 was used on this analyzer. Calibrations and controls measured for the investigation measurements were ok. A specific root cause could not be determined based on the provided information as there was no more sample volume available for further investigation. A general reagent issue can most likely be excluded. For the differences in ft3 and ft4 values generated with the analyzers from roche diagnostics, a biological component may be present in the sample that may differently interact with the assay components on the analyzers involved. This may result in discrepant results generated with different types of roche analyzers. A presence of such a factor would also explain a difference in results between roche and siemens platforms.